Manufacturer narrative:
Other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(4). Product ID: 9735797, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The wifi endpoints were replaced. The system passed checkout.(B)(4). Testing was conducted and the issue was confirmed. The network settings were incorrectly configured, causing communication errors. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was not holding a consistent ip address. It was noted the site has two other navigation systems on the same network set up as dynamic host configuration protocol (dhcp) wireless that did not have any issues. It was noted this system was used much less frequently (a couple of times a month) than the other two systems (a few times a week). The media access control (mac) address was reserved to a single ip address, and the system will hold that same ip address for a little while, but then at some point it will appear with a different ip address. The unit is kept powered off between cases. The site then can re-reserve whichever ip it appears as and it will remain that way for a little while. The site recently reserved about two weeks ago and it was still on the same ip at the time of the call with technical services (ts). This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the sys tem was still having issues connecting to the site's wifi after replacing the endpoint. Ts was able to remote into the system. In the self-test, the network router was red, however, ts was remoted into the system but was unable to log into the router. The old endpoint was re-installed and the system was able to connect to the site's wifi.